Event description:
One pt with discrepant free t4 results. Initial results 29.1 pmol/l. Same sample repeated using different methodology gave 15.2 pmol/l. No info provided to determine if results were used to guide therapy. If add'l info is rec'd appropriate notification will be provided.